Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele, rectocele, and prolapse. It was reported that after the implant, the patient experienced induration, prolapse, pelvic floor weakness, loculated draining collection in the posterior wall, vaginal dryness, laxity of the anterior and posterior walls, mild atrophic vaginal changes, tenderness, fibrosis, adhesions, dyspareunia, pain, atrophic vaginitis, urinary urgency/leakage, incomplete bladder emptying, post micturition dribbling, stage 2 rectocele, jagging sensations, sexual difficulties, psoriasis has been exacerbated, suffered psychologically, eroding mesh, frequency, urgency and incontinence. Post-operative patient treatment included medication, physiotherapy, and excision of ivs tape segment/suture.